Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. Subsequently, the customer experienced a low bg. Customer declined to further troubleshoot with tandem technical support.